Manufacturer narrative:
A batch record review for lot file for b346 was performed. There were no non-conformances for this lot. This lot met all release requirements. A review of complaints received for lot b346 was performed. There were no other centrifuge bowl leaks reported to date for this lot. No trends detected. Service order (B)(4): field engineer cleaned blood throughout from instrument including inside of chamber door and pump deck, replaced centrifuge leak detect strip, and completed system checkouts. Repairs have returned this instrument to expected operation. This assessment is based on the information available at the time of the investigation. Analysis of the photos was performed. The kit was not received for analysis. A leak was confirmed, but a root cause could not be determined. A more thorough analysis would have been possible if the kit had been returned for examination. No remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer is reporting a centrifuge bowl leak/break. Customer called to report a broken bowl during the procedure. Customer stated during buffy coat collection, she heard a loud noise and saw that the bowl broke in the centrifuge. The drive tube was severed and the bowl was in pieces. Customer stated the same thing happened last week. Customer wanted an estimation of the patient's blood loss. Css referred to technical bulletin #8 and told the customer an approximate blood loss. Service order# (B)(4) was dispatched to inspect the instrument. Customer submitted photos for investigation.